Event description:
It was reported that during the implant procedure for the new device, there were moments of nonpacing or failure to capture when the device was manipulated in the pocket. When the right ventricular lead was tested in the new device, it was found to have high impedance; which it did not have in the old device. The lead was re-inserted several times into the device, with the same results. The physician was unable to see if the pin of the lead was fully inserted into the header, but did notice blood inside the port. The device was not used and a new device was implanted without same issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead, implanted 2007-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated the set screw was found in the connector bore.